Event description:
The customer reported the transmitter and calibration cables were not recognized by the system at boot up. This will likely prevent the system from booting up and therefore, navigation cannot occur. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The tracker was replaced. The system was then found to be operating as intended.